Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they got replace battery now alarm on insulin pump. Customer¿s blood glucose level was high of 400 mg/dl at the time of the incident. Troubleshoot was performed for replace battery now alarm. Customer stated that they did not get low battery alert prior to the replace battery now alarm. The insulin pump will be returned for analysis.

Manufacturer narrative:
Unit passed displacement test, sleep current measurement, active current measurement and selftest. No belt clip received with unit. No unexpected delivery stopped or insert a new battery messages noted during testing. Pump trace download analysis confirmed the pump alarmed replace battery alerts and replace battery now alarms. The power management tool indicated abnormal behavior of the lithium backup battery loaded voltage as shown on the power management tool and confirmed replace battery alerts and replace battery now alarms due to connector resistance on the electrical board. After disconnecting and reconnecting the internal battery connector on the electrical board, the insulin pump was monitored and functioned properly. After disconnecting and reconnecting the internal battery connector on the electrical board, the insulin pump was monitored and functioned properly. Unit received with corroded battery tube.

Manufacturer narrative:
Insulin pump passed displacement test, sleep current measurement, active current measurement and selftest. No belt clip received with unit. No unexpected delivery stopped or insert a new battery messages noted during testing. Pump trace download analysis confirmed the pump alarmed replace battery alerts and replace battery now alarms. The power management tool indicated abnormal behavior of the lithium backup battery loaded voltage (loaded vlith) as shown on the power management tool and confirmed replace battery alerts and replace battery now alarms due to connector resistance electrical board. After disconnecting and reconnecting the internal battery connector on electrical board, the insulin pump was monitored and functioned properly. After disconnecting and reconnecting the internal battery connector on electrical board, the insulin pump was monitored and functioned properly. Insulin pump received with corroded battery tube.